Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels reaching 470 mg/dl. Customer delivered a bolus to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.